Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of interrogation problem and signal artifact/noise were not confirmed. Visual inspection showed that the outer helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Telemetry, pacing, output and sensing features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited noise and was unable to be interrogated after the third mapping. The procedure was completed with a different lp. There were no patient consequences.